Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited failure to capture and the insulation layer of the ra lead was visually found to be damaged. The ra lead was not used and replaced during the procedure. The patient remained stable throughout.

Manufacturer narrative:
The reported events of failure to capture and insulation damaged were confirmed. A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.